Event description:
It was reported that during a da vinci-assisted surgical procedure, a recoverable error 319 occurred on the universal surgical manipulator (usm) 4. Prior to calling the technical support engineer (tse), the customer restarted the system with no change. The tse viewed the system logs and confirmed error 319, it was indicating the axes controller, carriage (acc) node in usm 4 was not responding. The tse walked the customer through a hard power cycle on the patient side cart (psc) with no change. The customer disabled the usm 4 and proceeded as a 3 arm procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgery was completed robotically, using usms 1-3.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the 319 faults. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it triggered an error 319. During testing on the functional test platform, the usm failed the fiber test due to the rolling loop fiber low values. Also discovered the rolling loop fiber tangled. After installing a golden rolling loop fiber, the usm passed fiber retest. Replicated failure with original components. As a fix the rolling loop fiber assembly will be replaced to address the reported problem.

Event description:
Refer to h11 for follow-up information.